Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, bruxism, preceding/simultaneous bone augmentation, mobility. Bridge 16-x-14 became mobile because loss of osseointegration of implant 14.